Event description:
On 2 may 2017, the manufacturer was notified by patient registration form (prf) that a carbomedics standard mechanical valve sz 29 was explanted on (B)(6) 2017. A carbomedics standard valve sz 27 was implanted on the same day.

Manufacturer narrative:
The valve was not kept and is not available for analysis. Based on the information provided, the root cause of the minor leak was due to incorrect sizing of the valve.

Event description:
The size 29 valve was too large and had small leak on echocardiogram and was therefore explanted and replaced with a size 27 valve.